Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for call was the patient reported that starting in (B)(6) of 2022, they have been having "problems," and it was starting to get uncomfortable. The patient clarified the "problems," as they were experiencing "a little bit" of bowel accidents again. Patient services interpreted the patient's discomfort to be about their bowel accidents. The patient mentioned they had been in to see their managing health care provider (hcp) however at the time they saw the hcp they had forgotten to bring their external equipment to the appointment and when they told the hcp about their accidents, the hcp had told the patient to increase the stimulation up a bit. The patient stated they tried to connect to their implant to change their settings however they were unable to connect to the implant. During the call it was confirmed with the patient that the communicator was not plugged in and they were not around any type of electromagnetic interference. The patient powered their external equipment off and back on again and still they weren't able to connect. They then toggled their bluetooth off and back on but still were unable to connect. They checked their location in their settings and it was turned off so they turned the location on but they were still unable to connect. The patient was asked if they could feel their implant under their skin and they could feel the incision which was where they had been placing the communicator.  The patient was then advised to move the communicator two inches below the incision but they could still not connect. The patient was unable to feel the implant under their skin so the patient moved the communicator around in various positions including above the incision site but the patient could still not connect. The external equipment seemed to be functioning as expected so the patient was advised to see their hcp again to have them check the implant. The patient was going to reach out to their hcp to make an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.